Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles inside of the device humidifier. The patient reports they have recorded a video and taken photos. They have provided the photo and videos. The patient reports speaking to their physician to have tests to ensure that they are affected in some way. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report in gfe customer response " there is no call tag needed for this ra no device being returned " at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. The following information has been updated in this report. Section "age (rfb), sex". Section "product brand name, model number", "catalog item identifier", "product UDI" in box d has been updated/corrected. Section "reporter country" in box e has been updated/corrected. Section "report source, 510k (rfb)" in box g has been updated/corrected. Section "manufacture date (rfb), evaluation method code grid, conclusion code grid, evaluation results code grid" box h has been updated/corrected.